Event description:
Procedure: fascial dehiscence. According to the reporter: suture failure at anastomosis resulting in leak and required return to surgery for repair.

Manufacturer narrative:
(B)(4).